Event description:
It was reported that a bilateral placement of two 6f stents in the common iliac artery was performed. During a kissing balloon technique, an angioplasty was performed simultaneously using a xt pta balloon. After the first dilatation the balloon could be withdrawn a few centimeters without a problem to dilate the proximal part of the stent gradually. However, the left side of the balloon could not be inflated further. Therefore, the doctor decided to change the balloon. During withdrawal, the distal end of the balloon got stuck in the introducer sheath tip. The doctor noted that the balloon tip was torn off and remained in the pt's vessel. The doctor changed to a larger introducer sheath (7f) and performed the retrieval of the tip using a gooseneck and a basket.